Event description:
It was reported that the right ventricular (rv) lead had high impedance and was suspect of a possible fracture. The lead was oversensing. The lead integrity alert (lia) was reprogrammed to avoid inappropriate shocks. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: product ID: d274drg, ICD, implanted: (B)(6) 2010. (B)(4).